Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7076147.

Event description:
It was reported that patient developed an infection at the implantable pulse generator (ipg) site following an implant procedure. Symptoms of burning sensation was noted. The infection was not device related, and the cause was unknown. The patient underwent a spinal cord stimulation (scs) explant procedure. The patient was administered antibiotics. The explanted device components were not returned.